Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.

Event description:
It was reported that after discharged from a da vinci-assisted right inguinal hernia repair with mesh procedure, the patient called and reported a burn or severe skin irritation on their left lateral thigh where the grounding pad had been placed intra-operatively. The patient's skill integrity was documented "as fine after surgery". The patient's follow-up was done in the outpatient office, and it was reported that patient is without significant harm and there are no concerns for long-term complications. The system was assessed by the customer's surgery biomedical engineer and intuitive surgical inc. (Isi) was notified. The customer reported there were images in the patients' medical chart, however none were supplied for intuitive evaluation.